Event description:
Upon placement of ventilator connection to patient, ventilator was indicating 5 minute warning that it would shut down. Respiratory therapist called for new ventilator to switch out for pt. First ventilator was running on battery. The ac power plug inadvertently pulled out of its receptacle on the back, even though it has a plug retention guard. Biomed tightened the retention guard on this particular ventilator and all others that were in the facility. Manufacturer response for ventilator, ge engstrom (per site reporter): unknown at this time.